Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information received by the customer stating that there was no patient involvement and that the event occurred during preventative maintenance testing. Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported ''false upstream occlusion'' alarms which were not reproduced. The device underwent functional testing and was found to have low fluid readings during fluid pressure testing. ''False upstream occlusion'' alarms were verified through a review of the event history log and found to be caused by an failed upstream sensor with low fluid readings. The upstream sensor was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product.  Should additional relevant information become available, a supplemental report will be submitted.